Manufacturer narrative:
Date rec'd by MFR: 31may2019. The manufacturer¿s international service technician could not confirm the reported tidal volume issue. The log data was extracted but an error relevant to the phenomenon was not recorded. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. (B)(6). (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a low exhaled tidal volume. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.